Manufacturer narrative:
D10 concomitant products: 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#:unknown), 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#:unknown), 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#:unknown), cl-830, cl-830 polysorb 2-0 und 75cm gs22 x36 (lot#:unknown), cl-830, cl-830 polysorb 2-0 und 75cm gs22 x36 (lot#:unknown), cl-964, cl-964 polysorb* 0 und 90cm gs24 x36 (lot#:unknown), cl-964, cl-964 polysorb* 0 und 90cm gs24 x36 (lot#:unknown), 88862818-89, 88862818-89 ticron* 5 blu 4x75cm kv40x12 (lot#:unknown), sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#:unknown), sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#:unknown), sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively to total knee replacement, there was an issue with instrument ties using interrupted stitches. As a result, the patient experienced wound dehiscence. The patient came back in for second surgery which was a wound debridement.